Event description:
The day I was scheduled to have the procedure, I was given a pain pill along with a nerve pill. When the doctor came in, he placed my left side first and then my right. I had more pain in my right side because, he said that side seemed harder to place. I cramped and bled immediately after procedure. The cramping got worse, I was having severe mood swings, severe lower back pain, and pain in my legs. I felt very sick to my stomach several days after. The bleeding got worse as the days went on. I called my doctor's office several times and was told I needed to let my body adjust to the changes of the essure. About 1 month after the procedure, my husband and I were sleeping and he woke me up in the middle of the night because, I had bled out on my bed, myself, and my husband. It was so bad that the blood went through the padding on our bed and soaked into our mattress. The ER told me that was normal. Before this I had been to the doctor's office to have pap smears done and all I was told was that they were irregular and would need another. They would not tell me what the problem was itself. I then chose not to go back to the doctor because, it became apparent they were not going to help me. I felt as though I was going insane. It was hard for me to carry on my daily task with my children. As soon as my husband would come home from work, I would have to go lay down. I was fatigued badly with multiple headaches along with the pelvic pain that never goes away. To this day, I still have all these problems besides bleeding out, that was a one time deal but, scary. My periods now are still horrid. I bleed for almost two weeks now with huge clots that are very painful. My pelvic pain increases during my monthly. I go through almost three and a half packages of pads. My headaches have now turned into migraines which make me violently sick. I don't get to spend time with my children like I should be able to. I am (B)(6) years old and I should be feeling great. Essure has ruined my life and almost broke up my marriage because, my husband couldn't believe how much I had changed due to essure. He couldn't handle the pressure of me always being in pain which resulted in me being moody. It is a horrible thing to go through. (B)(4).